Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at the fiber/glass cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char; the glass cap has pushed forward in metal cap; the metal cap adhesion location exhibits burnt glue. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a procedure, @ 98834 joules; 11:12 minutes, ¿aiming beam front/ aiming beam was end firing¿. The fiber was exchanged and the procedure completed. No patient injury was reported.